Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to try different pressing techniques and to remove pump from case, but difficulty persisted, so pump was scheduled for replacement while customer continued using current pump, and technical support provided instructions for storage mode and return of problematic pump using prepaid label.